Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on the lcd window and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She was attempt to bolus, none of the buttons were responding and then the alarm occurred. Customer's blood glucose was 112 mg/dl. Customer stated the device may have been exposed to moisture then usual. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.